Event description:
Sales rep states physician indicates while traction removing the peg tube (unk how long in place) the cross head dome separated from the peg tube and remained in patient (unk exact location) md scoped patient and could not locate the dome. Discussed with physician this is not a traction removal device per the IFU.